Event description:
It was reported by service report that the top rail on the stretcher was broken off presenting sharp edges and the siderail could not be latched up. No pt involvement or adverse consequences are reported.